Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) cleaned dust and debris from the inside of the roller pump. The fsr performed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump revolutions per minute (rpm) increased from 90rpms to 100rpms on its own, then went back down to 90rpms. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.